Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has not been completed. The battery charger has not yet been returned to zoll. Upon receipt, the battery charger will undergo evaluation, and a supplemental report will be submitted. No adverse event resulted from the allegedly damaged battery charger. The patient received a replacement battery charger.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's charger had a power connection problem. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Follow-up report - correction/device evaluation (10/30/2018): the initial report incorrectly indicated that the charger had not been returned for evaluation. The device was returned for evaluation and refurbishment on 6/10/2014. Device evaluation of charger sn (B)(4) was completed, and the reported problem (charger power connector issue) was unable to be confirmed. Upon investigation the battery charger was fully functional. There was no indication of a device malfunction. Device evaluation of battery charger sn (B)(4) has not yet been completed. The battery charger has not yet been returned to zoll. Upon receipt, the battery charger will undergo evaluation, and a supplemental report will be submitted. No adverse event resulted from the allegedly damaged battery charger. The patient received a replacement battery charger.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's charger had a power connection problem. The patient was issued a replacement charger.